Event description:
IT WAS REPORTED THAT THE PROCEDURE WAS CANCELLED. A ROTAPRO CONSOLE WAS SELECTED FOR USE. DURING THE PROCEDURE, AN AIR LEAK WAS NOTED. THE PROCEDURE WAS CANCELLED DUE TO THIS ISSUE. THERE WERE NO PATIENT COMPLICATIONS REPORTED.

Manufacturer narrative:
GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
It was reported that the procedure was cancelled.A Rotapro Console was selected for use. During the procedure, an air leak was noted. The procedure was cancelled due to this issue. There were no patient complications reported.

Manufacturer narrative:
Investigation Results:RotaPro console was received. A visual test was performed on the console, and it failed visual inspection due to scratches on the screen. It is most likely that unintended use error is the cause of the scratches on the screen. The console was most likely mishandled which caused the scratches on it. A functional test was then performed on the console. It passed the functional test, and no air leak was detected. Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This investigation is assigned a most probable investigation conclusion code of No Problem Detected because console passed functional test without any air leak detected.